Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The display was replaced to resolve the reported issue. Customer reports no patient information is available. Unique identifier: (B)(4).

Event description:
The hospital reported that the display went blank and mechanical ventilation stopped during a case. The patient was manually ventilated, unit replaced, and case resumed. There was no report of patient injury.